Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due to an incident of hyperglycemia. Per the reporter the pt was brought to the hospital at 08:30 am when his blood glucose measured as "high" on his meter. He was admitted with a blood glucose of over 900 mg/dl. He was placed on injections but they have not been able to stabilizer his erratic blood glucose. The pt is post heart transplant and has been diagnosed with cytomegalovirus. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute tot he reported incidence.

Manufacturer narrative:
(B)(4). Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.